Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient felt shaky and fell. It was reported that during the fall, the patient sustained a wound injury on their eye. The patient was taken to the hospital where a bg was checked and was reading 46 mg/dl while the cgm was displaying 90 mg/dl. The patient was with medical glue for their eye injury and glucose tablets for hypoglycemia. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.